Event description:
It was reported that an arteriotomy closure of a moderately calcified left femoral artery was attempted using a proglide with a 6fr sheath after an interventional procedure. Reportedly, when attempting to use the proglide device the suture broke. A second proglide device was used with the same results. A sheath was left in place to be pulled later to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, not all components were returned. Because the plunger, suture, link, needles, and cuffs were not returned with the device, the scope of this investigation was very limited and the reported suture break could not be confirmed. Also, there were no abnormal observations during the device analysis that could have contributed to the reported suture break. Based on visual and functional analysis of the returned device, there is no indication of product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device is being filed under a separate medwatch MFR number. The proglide device was used in a moderately calcified vessel and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.